Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level (value not provided). Reportedly, the customer's settings needed to be updated per customer's healthcare provider. Customer declined troubleshooting or to provide additional information regarding the reported issue.